Event description:
Had to recut 2mm tibia. Then had to recut 4mm more with 5 to 10 degrees posterior slope using extramedullary guides, because it fit in extension but was too tight in flexion.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review, MRI. Results: segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. MRI - knee hyper-extended. Conclusion: planning error. Tibia guide cut with approx a 1" - 3" anterior slope.